Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient was diagnosed with an episode of staphylococcus aureus peritonitis on (B)(6) 2017. Per pdrn the infection was attributed to touch contamination, where the patient had breaks in technique and sterility. The patient was not hospitalized for the event and was treated in clinic and administered an unknown dose, route, and frequency of vancomycin.. Per pdrn no fluid leaks were reported during treatments or prior to infection. Per pdrn the patient was able to resume peritoneal dialysis therapy using the cycler. Per pdrn the samples were discarded and were not available for evaluation. The lot numbers were unknown.

Manufacturer narrative:
Corrected patient identifier: (B)(6). Conclusion: while there is a likely temporal relationship between the liberty cycler/liberty cycler set and the patient¿s staphylococcus aureus peritonitis event; there is no objective evidence indicating a causal relationship. Staphylococcus aureus is a known organism of human skin flora and can be colonized in human nares. The etiology of the patient¿s peritonitis event is most likely related to a breach in aseptic technique during ccpd therapy when the pt. Did not wash their hands or wear a mask. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017, this pt. On continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with staphylococcus aureus peritonitis (unknown signs and symptoms). The patient was treated as an outpatient with the antibiotic vancomycin (unknown dose, route, frequency and duration). The pd nurse reported (during a follow up call on (B)(6) 2018) the patient's staphylococcus aureus peritonitis event was related to the patient not wearing a mask or washing their hands during ccpd therapy which resulted in a breach in aseptic technique and touch contamination. The pd nurse also stated there were no incidents of any fluid leaks during ccpd therapy prior to the patient¿s peritonitis infection. Reportedly, the patient continued pd therapy.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017, this patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with staphylococcus aureus peritonitis (unknown signs and symptoms). The patient was treated as an outpatient with the antibiotic vancomycin (unknown dose, route, frequency and duration). The pd nurse reported (during a follow up call on (B)(6) 2018) the patient's staphylococcus aureus peritonitis event was related to the patient not wearing a mask or washing their hands during ccpd therapy which resulted in a breach in aseptic technique and touch contamination. The pd nurse also stated there were no incidents of any fluid leaks during ccpd therapy prior to the patient¿s peritonitis infection. Reportedly, the patient continued pd therapy.